Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator could not be successfully interrogated and displayed an error message -communication with the device has been lost-. A software download could not be performed due to low battery level. A device change out would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.